Manufacturer narrative:
The quality investigation is complete. Additional information: d9, product return date

Event description:
It was reported that the device overheated during a procedure at the user facility. The procedure was completed with no delay, medical intervention, or adverse consequences reported.

Event description:
It was reported that the device overheated during a procedure at the user facility. The procedure was completed with no delay, medical intervention, or adverse consequences reported.